Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system did not make any burns during a procedure. The procedure was not completed. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system did not work. The reported event occurred during surgery so the procedure was suspended and re-scheduled. No patient harm occurred. The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The system was manufactured on may 3, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).